Event description:
Reported due to thrombus, the physician successfully closed arteriotomy site with a perclose a-t (closer ak) device following a diagnostic procedure. The device was deployed without incident. Reportedly hours after the procedure the patient reported that their legs were painful and cold. The patient was taken to surgery for thrombectomy and arterial repair. The patient reportedly did well following surgery. Although requested, no additional information was provided.